Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch verio iq meter read inaccurately erratic. This complaint is being classified based on the customer service representatives (csr) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy started on (B)(6) 2014 at 6:30 p. M. When the patient obtained blood glucose results of ¿380, 280, 130 mg/dl¿ with the subject meter, performed greater than 30 minutes of each other. The patient manages his diabetes with insulin (unknown type, self-adjuster). At 7:00 p. M. That same day, the reporter gave the patient 15 units of insulin (unknown type) in response to the alleged inaccurate result(s) obtained with the subject meter. The reporter stated at 10:00 p. M., the patient developed symptoms of ¿felt bad, felt hypo¿. She tested, the patient¿s blood glucose and obtained a result of ¿60 mg/dl¿ with the subject meter. It is not known what treatment, if any, the patient received. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims that the patient obtained inaccurate readings on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.